Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during treatment to embolize an aneurysm in the mca, the coil was deployed using the detachment controller and appeared detached however, upon withdraw of the delivery pusher, it was observed the coil was stuck within the distal end of the microcatheter. During the retrieval of the pusher and coil, the coil moved from the aneurysm and unraveled while remaining partially in the aneurysm and vessel. The microcatheter was removed with the delivery pusher. Another microcatheter was used to deliver additional embolization coils successfully. No patient harm or injury was reported.

Manufacturer narrative:
Items returned for evaluation: pusher. Items not returned for evaluation: implant. Introducer. Dispenser hoop. Shrink lock. Microcatheter. V-grip. The visual analysis of the returned items found that the implant was not attached to the pusher, and the pusher heater coil was burnt. Further inspection found the pusher bodycoil to be severely stretched, tangled and broken at the middle section of the pusher. The returned filament was identified as a portion of the severed pusher bodycoil. During the investigation, the pusher's monofilament was found to have a mushroom profile at the tip, which indicates that the implant was successfully detached from thermal activation.